Event description:
The brakes on this stretcher would not hold.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The tech replaced the casters in order to resolve the problem.